Manufacturer narrative:
This event occurred in (B)(6). The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) and potassium (k) on a cobas 6000 c (501) module. The initial na result was 114 mmol/l. The repeat result was 139 mmol/l. The initial k result was 4.24 mmol/l. The repeat result was 5.18 mmol/l. The initial results were reported outside of the laboratory where the clinician stated the results did not match the patient's clinical picture and the results were different than the results from a blood gas instrument. The results from the blood gas instrument were not provided. A new sample was obtained and the na result was 137 mmol/l and the k result was 5.61 mmol/l confirming the repeat results from the original sample. The na and k cartridge lot numbers with expiration dates were not provided.